Event description:
Information was received indicating that shortly after placing this tracheostomy tube the cuff exhibited difficulty maintaining proper pressure. The patient had increased secretions and needed additional suctioning. In order to maintain proper pressure in the airway the tube had to be inflated every 20 minutes. No additional adverse patient effects were reported.